Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that the implantable cardiac monitor failed to be interrogated. No intervention was performed. No patient consequences were noted.